Manufacturer narrative:
(B)(4). One (1) expedium ti 9x80mm (bottom loading) polyaxial screw [product code: (B)(4) , lot no: rl173776] was returned for evaluation. Visual examination of the polyaxial screw was received as individual head and shank components. The flexball component which retains the shank within the head was broken in half. The second half of the broken flexball was not returned for evaluation. The shank component exhibited tool marks. The flexball retaining rib feature on the shank has been deformed and it is undetermined whether the failure of this feature contributed to the release of the shank from the head component. The head component displayed no signs of failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the polyaxial screw shank becoming detached from the tulip head cannot be positively determined. However, a possible root cause may be attributed to unanticipated loading forces being applied during insertion of the polyaxial screw, resulting in detachment of the tulip head from the shank. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dr.(B)(6) was trying to insert a 9x80mm expedium screw and as he was inserting this screw in the pelvic area, so much force was exerted onto the screw that somehow the head of the screw came off from the shaft of the screw.